Manufacturer narrative:
Summary: involved instruments that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1591377 and #1590770). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 reciproc blue files, 6x, sterile broke during use. Our customer reported 2 file breakages in tooth 47. 1 broken part in canal distal was removed the other in mesiobuccal canal remained in root canal. Customer will try to remove it, if not removable customer will forwarded patient to an endo specialist. Outcome of this event is unknown as of this MDR and further information requested.